Event description:
It was reported the gastrointestinal videoscope had an incompatible scope error e315 during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (address 1) - (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable root cause of the scope communication error code (error e216) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.